Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a possible infection and pain. It was further reported that the implantable pulse generator (ipg) migrated in the pocket. The ipg system was explanted. No further patient complications have been reported as a result of this event.